Event description:
The device is explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.